Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). They were unable to verify the excessive no delivery alarm due to the prime anomaly. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 372mg/dl. The customer stated that the pump alarmed motor error and they were unable to get out of the prime/rewind status. The pump was alarming no delivery and they were unable to clear it. The customer treated with a manual injection. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.